Event description:
It was reported that during a routine supply change the patient dislodged the internal portion of the infusion set and subsequently broke an insulin vial while drawing insulin for the cartridge, after which the patient replaced supplies and resumed insulin therapy; the event was associated with an elevated blood glucose of 380 mg/dl for approximately three hours and trace ketones, and troubleshooting and education were provided with replacement supplies arranged. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy without the need for professional medical intervention. Investigation included customer interview, troubleshooting, and review of use error related to infusion set deployment or connector attachment. Investigation of this case revealed user handling factors consistent with incorrect infusion set deployment or connector attachment and a broken insulin vial during filling. It was concluded that the event was related to user handling, with device function restored after proper replacement of supplies and education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.